Event description:
It was reported the patient had an acute "flare up" in their right leg where he usually had pain. He did not feel any stimulation at 10.5 amps, but impedances were in the 800-900 ohm range. It did not seem to make a difference with stimulation on or off. A1: no amplitude programmed. A2 226ohms and >35.0 current. The patient had a lot of scar tissue. There was minimum migration of lead, but nothing significant.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n312844, implanted: (B)(6) 2012. Product type: accessory. (B)(4).